Manufacturer narrative:
A false bubble detection by the flow/bubble sensor was reported. The failure occurred during treatment. A getinge service technician (fst) was sent for investigation and repair on 2022-02-09/14. The flow/bubble sensor was tested and no false bubble alarms were noted. The sensor was replaced as a precautionary and the device was put back in use according to factory's specifications. The log files were analysed on 2022-02-16 for the reported date of event and it could be confirmed that the bubble alarm was several times triggered. The alarm could be reset by the customer. No malfunction or error was logged. Based on the investigation results no exact root cause could be determined. However according to the risk file of the cardiohelp the following root causes can lead to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor); - bubble sensor not plugged but recognized; - connection of non-compatible sensor; - environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage); - sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. The review of the non-conformities has been performed on 2022-02-08 for the period of 2020-04-07 to 2021-09-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-04-07. Based on this the reported failure "false bubble detection" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A false bubble detection by the flow/bubble sensor was reported. The failure occurred during treatment. The logfiles of the cardiohelp cannot be analysed since the device is still in clinical use. However according to the risk file of the cardiohelp the following root causes can lead to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor); - bubble sensor not plugged but recognized; - connection of non-compatible sensor; - environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage); - sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. The review of the non-conformities has been performed on 2022-02-08 for the period of 2020-04-07 to 2021-09-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-04-07. Based on this the reported failure "false bubble detection" could not be confirmed. As soon as new relevant information will be received we will reopen and reevaluate the complaint. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Service and log files of the affected cardiohelp unit was requested but is still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
During clinical use, the arterial flow bubble sensor was triggered leading to a bubble alarm and the pump stopped. The customer suspected a false positive bubble detection. No harm to patient reported. Complaint ID: (B)(4).